Event description:
A nurse reported that a pt was admitted to the hosp on (B)(6) 2014, and diagnosed with sepsis. Secondary to escherichia coli peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not wash their hands and did not don a mask. On (B)(6) 2014, the pt's med treatments were changed to comfort measures only do not resuscitate, and the pt discontinued peritoneal dialysis therapy. On (B)(6) 2014, the pt expired while admitted. There was no reportable device malfunction.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received.